Manufacturer narrative:
Concomitant medical products: d314trg crtd, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection and endocarditis. Antibiotic treatment was initiated and explanted of the cardiac resynchronization therapy defibrillator (crt-d) system was attempted. After removal of leads, the patient became hypotensive and developed significant bleeding believed to be due to an avulsion of the innominate vein. Chest compressions and a sternotomy were performed, however the patient was not able to be revived. A cause of death of complications of massive bleeding with hemothorax was provided. The patient was a participant in the (B)(6) study.